Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 16 events were reported for this quarter. Product return status: 10 devices were received. 6 device investigation types have not yet been determined. Event confirmation status: 10 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by compromised lubrication. 5 devices were found to be affected by internal corrosion. Additional information: 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. 12 events had no patient involvement: no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale:15 previously reported events are included in this follow-up record. Product return status: 13 devices were received. 2 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 16 events were previously reported during the reporting quarter; however:  - 1 event was reported in error. - 15 previously reported events are included in this follow-up record. Product return status 12 devices were received. 3 devices were not available for evaluation. Event confirmation status 12 reported events were not confirmed. Evaluation results 6 devices were found to be affected by corrosion. 5 devices were found to be affected by compromised lubrication. 1 device had no problem found.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 16 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 16 previously reported events are included in this follow-up record. Product return status: 11 devices were received. 3 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status: 11 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by corrosion. 5 devices were found to be affected by compromised lubrication.